Manufacturer narrative:
During an abilities expo, permobil representatives were approached by the end-user's father reporting an event having occurred months prior where the end-user had sustained a fracture to their right tibial plateau. The father proclaimed this allegedly occurred as the end-user was performing a stand function while at their school/day program. The father stated as the end-user was at school, he was not present to witness what may have attributed to the reported injury. The father reports the end-user continued to use the device after the event, but had refrained from utilizing the stand function until they had been cleared by their physician. The father reported the end-user had recently been cleared by the physician to continue the use of standing and has been doing so for the last month with no issues. The device was inspected by permobil personnel and found to be fully operational with no abnormalities or deviations being noted. As the device was found fully functional and the end-user's father reporting the end-user is currently using the stand function with no issues, it remains unclear as to how the end-user sustained their injuries. Permobil is unable to confirm the device deviated in any way to have attributed to this reported event. The DHR was reviewed and the device met specification prior to distribution.

Event description:
Received report claiming while the end-user was at a school/day program, they initiated a standing sequence. It was reported during this function, the end-user suffered a fracture to their right leg.